Event description:
Patient's wife woke up because her husband was jumping in the bed like he was having a seizure. He was soaking. She tested him and got a reading of 229mg/dl. This reading did not match with his symptoms. She called the paramedics who tested thim using an unknown brand meter and got a reading of "lo". They administered an IV which brought his sugar level up.